Event description:
The 7 fr safire blu ablation catheter would not flush after being inserted into the venous sheath into the body. The catheter was removed and another catheter from another company was used. The patient's outcome was successful with the use of another catheter.======================manufacturer response for safire blu ablation catheter, 7 fr,2.3 mm mc-bd, safire blu (per site reporter).======================a replacement catheter was given to use and the representative from st. Jude will follow up with the evaluation of the defective catheter.